Manufacturer narrative:
Date sent to the FDA: 10/19/2021 additional information was requested, and the following was obtained: please clarify a product code and lot number of 4-0 vicryl suture used extracutaneous? Unk. Was there any deficiency/issue with vicryl 4-0 suture? If yes, please describe. Also, post-op inflammation. Was the 4-0 vicryl suture removed on may 20? If yes, what was a reason? Unk. Was any surgical intervention performed specially re-suturing? Explain. No surgical intervention was performed, the suture was delayed in absorption, the doctor removed and disinfected, and the wound improved. Were any infection prior to surgery? There was no infection before surgery . Any medical treatment provided? If yes, please provide medicine name, strength and dose? No medical treatment was provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 10/19/2021. Corrected b5 narrative: it was reported that a patient was delivering a baby and c-section surgery was performed on (B)(6) 2021 during which the suture was used extracutaneous. The external suture was removed on (B)(6) 2021. The patient came to the hospital on (B)(6) 2021 as she experienced post-op inflammation with erythema and induration at the perineal suture site. The physician initially diagnosed it as delayed suture absorption and immediately removed the suture and soaked the perineum with potassium permanganate as soon as possible. After 2 days of treatment, the affected area improved. Correct statement: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code and lot number for vicryl? Was any surgical intervention performed specially re-suturing? Explain. Were any infection prior to surgery? Any medical treatment provided? If yes, please provide medicine name, strength and dose. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: 2210968-2021-07969.

Event description:
It was reported that a patient underwent a c-section surgery on (B)(6) 2021 and suture was used. Post-operatively, on (B)(6) 2021, and the patient experienced erythema and induration at the perineal suture site. The physician initially diagnosed it as delayed suture absorption and immediately removed the suture and soaked the perineum with potassium permanganate as soon as possible. After 2 days of treatment, the affected area improved. Additional information was requested.